Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed based on the information received. Root cause is unknown. Corrective actions cannot be established at this time. It is necessary to receive the physical sample to perform a proper and thorough investigation to confirm the alleged defect, determine a root cause and establish any corresponding corrective actions. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges " doctor in hunan people's hospital found the cuff leakage prior to use on patient during test." There was no report of patient impact or consequence.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-12614 et tube, cuffed, spiral-flex 7.0 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that there is a cut in the inflation line on the distal end of the tube. Functional inspection was performed to attempt to inflate and deflate the cuff on the returned et tube. A lab inventory syringe was filled with air. Then the syringe was connected to the pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air, the balloon cuff was unable to inflate. The et tube was submerged under water in order to detect any additional leaks. Upon injection, the et tube only leaked from the hole at the distal end of the tube. The instructions for use (IFU) for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging t he thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." (Con't) other remarks: the IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "leakage" was confirmed based upon the sample received. The returned et tube was found to have a hole in the inflation line on the distal end of the tube which prevented the cuff from being able to inflate. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint alleges " doctor in (B)(6) hospital found the cuff leakage prior to use on patient during test." There was no report of patient impact or consequence.